Manufacturer narrative:
This MDR has been submitted retrospectively as it was initially determined as a non reportable event. Device was not returned.

Event description:
It was reported that the titanium screw compatible with strauman bone level rc broke while the dentist was placing the final abutment.